Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2012 and suture was used. During the procedure the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual sample shows a cracked mecanyl tube with a closed loop. The visual inspection of the knot shows that it was configured correctly. No breakage could be observed. The test result for knot pull meet the requirements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.